Event description:
The customer reported that their pump in style power adapter had come apart at the screws.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer stated that there was a crack around their transformer and that the entire transformer could easily come apart exposing the underlying electronics. The customer also stated that there were no injuries as a result of the issue. A product eval revealed that the transformer housing was broken, exposing underlying electronics, which is a safety risk, and that the power cord had come out of the transformer housing. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuity. A visual examination of the cord revealed nothing unusual. The power supply was not plugged due to the power cord being detached from the adapter. Resistance across the dc plug was measured at 2.9 kohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.37 ohms, which is normal and indicates that the thermal fuse did not blow.